Event description:
During follow-up with a home patient regarding a 2240 alarm, the home patient's spouse indicated that the home patient had recently been diagnosed with peritonitis. The home patient's spouse had no further information regarding the peritonitis episode.